Event description:
Consumer reported complaint for error message (e-3). At the time of the call the customer stated that she was feeling shaky. Customer stated that she had contacted her doctor and he advised her to eat. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of 98mg/dl using true metrix meter; the customer was satisfied with the result obtained. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 07/31/2023 and open vial date is (B)(6) 2022.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 22-mar-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she is still experiencing symptoms and was currently at her doctor's office. Customer stated that the true metrix meter was working as intended. Note 2: manufacturer contacted customer in a follow-up call on 23-mar-2022 to ensure the customer's condition had improved and that the initial concern is resolved - able to establish contact with customer who stated she had gone to the doctor the day before and that she was doing fine. Customer stated she did not need another call and disconnected - no further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 27-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.